Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. The specific product code for the transfer set is unknown; however the brand name, manufacturer and 510k will be provided in the MDR.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers h10i10065, h10k05047, and h11d26079 and product code: 5c4483, lot numbers: h10k29039, h11a03058, h11b07024, and h11e09049 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient stated that fibrin was in the bag and that was what caused the infection. The patient was not hospitalized due to the event. The patient was recovering from the peritonitis. Action taken with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were not reported. Treatment rendered for the event was not reported. A causality statement was not provided.